Event description:
It was reported that broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and found wire gooseneck. The allegation was not confirmed. Customer complaint is not confirmed, however, it was found that an applicator deployment issue occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). A4 weight - additional information. B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information h6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On 10/03/2024, the patients parent reported via web self-service that on (B)(6) 2024, the pediatric patient experienced damaged wire during insertion. The episode occurred 6 days after the sensor had been inserted in the arm. According to the report, the monitor alerted low and the glucometer read over 400 mg/dl. The parent calibrated but the continuous glucose monitor (cgm) still read low. The estimated glucose value (egv) reportedly cut out, then failed. Upon removal of the wearable, no wire was attached to sensor. In urgent care an x-ray showed it in the arm. The patient required surgical foreign body removal. There was no documentation of symptoms or treatment for hyperglycemia. There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, g7 wearable device was investigated on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and major damage was found. Customer complaint is confirmed, sensor wire is broken. The probable cause could not be determined. No additional patient or event information is available.